Event description:
Literature was reviewed regarding a meta-analysis and systematic review of ventricular assist devices (vads). The reviewed indicated patient deaths; however, the causes of death were not reported. The data extracted searched for patients who were admitted to the hospital or intensive care unit (ICU) stays for various reasons. They also focused on articles that included patients with adverse events such as infection related to vad, sepsis, cerebrovascular accidents (cvas), other neurologic events, device malfunction and/or replacement, right ventricular failure, pump thrombosis, bleeding, cardiac arrhythmias, respiratory failure, renal dysfunction, hepatic dysfunction, and reoperation/vad exchanges due to any complications. The status of the devices is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is unknown. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: heartware ventricular assist device versus heartmate ii versus heartmate iii in advanced heart failure patients: a systematic review and meta-analysis. Sage open medicine. 2024. Volume 12: 1¿10. Doi: 10.1177/20503121241278226 d4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.